Event description:
Two patient samples with discrepant urine leukocyte results. On (B)(6)2007, urine sample resulted negative for leukocytes. Visual dipstick of same sample showed moderate for wbc's. Microscopic examination of the same sample, showed 11 - 25 wbc per hpf. No information has been provided indicating the patient was adversely affected. The field service representative could not determine the cause of the discrepancies. Performance tests were performed, which were within specifications.

Event description:
Two patient samples with discrepant urine leukocyte results. On 09/29/2007, urine sample resulted negative for leukocytes. Visual dipstick of same sample showed moderate for wbc's. Microscopic examination of the same sample, showed 11 - 25 wbc per hpf. Initial result for patient #1 was reported. No information has been provided indicating the patient was adversely affected. The field service representative could not determine the cause of the discrepancies. Performance tests were performed, which were within specifications.